Event description:
A surgeon reported that a shunt exposure occurred due to thin scleral flap. Flow from the anterior chamber was not observed due to adhesion. It is unknown if the event occurred during or after the glaucoma filtration surgery. A yag laser was performed. Additional information has been requested.

Manufacturer narrative:
The sample was returned for analysis and the lumen was found to be blocked. After cleaning it remained blocked. The device history record (DHR) could not be reviewed, as no data regarding the product identity was given. The complainant statement "device exposure, not flowing" was confirmed. The root cause could not be conclusively determined. The blockage can be caused by many different reasons during and after the clinical procedure. The reasons be: blood clots, tissue debris, etc. Additional information has been requested. (B)(4).